Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer stated they noticed the cracked screen after playing basketball, but was unsure how the crack occurred. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.